Event description:
It was reported that the stent separated during clot retrieval and remained in the patient. Balloon angioplasty was performed through the stent and distal flow was achieved. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device has been evaluated. The stent was found separated from the pushwire; however, the evaluation could not determine the cause of the event. (B)(4).